Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Product information is unavailable as lead model/serial number are not known.

Event description:
It was reported that the patient presented to the hospital after experiencing inappropriate shocks. Upon interrogation, it was noted that the right ventricular lead exhibited oversensing noise that led to the inappropriate defibrillation therapy. It was also noted that there were high capture thresholds. The system was deactivated and a new system was implanted on the other side of the chest. The patient was stable.